Manufacturer narrative:
Reference MFR. Complaint #ov1997-2-18-180. The actual sample was not returned for evaluation. The entriflex tube was placed in a multiple sclerosis pt with an indwelling tracheostomy tube. This is a high risk factor for tube misplacement and pneumothorax. A total of eight articles were sent to the complainant. Return of the questionnaire suggests the wrong technique was used for tube placement, which most likely resulted in the reported pneumothorax. This is a user error problem, no a product problem. Please note that this report may be based upon info not yet verified by sherwood davis and geck to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by sherwood davis and geck that one of its products has caused or contributed to a death or a serious injury or that one of its products has malfunctioned.

Event description:
Feeding tube place without difficulty in pt with tracheostomy on ventilator. Post-placement x-ray showed tube traverse the right main stem bronchus, subsequently entering the pleural space and coiled against the medial aspect of mediastinum. Line pulled and chest tube inserted for pneumothorax (tension) which developed.